Manufacturer narrative:
In response to FDA report number: mw5086226. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details is not available as no contact information was provided. The reasons for reoperation are weight gain, joint and muscle pain, symptoms linked to breast implant illness, headaches, and capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency capsular contracture, baker grade unknown, on an unknown side. Device remains implanted. This record is for the right side.